Event description:
On (B)(6) 2009, this pt was implanted with gore tag thoracic endoprostheses to treat a ruptured aortic aneurysm of the aortic arch. Prior to the implantation, the left subclavian artery was coil embolized. No adverse events including endoleak were observed. On (B)(6) 2009, the pt began vomiting blood. Computed tomography imaging revealed a type ii endoleak from the left subclavian artery. On (B)(6) 2009, re-embolization of the left subclavian artery was performed to repair the persistent type ii endoleak. On (B)(6) 2009, the pt was discharged.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices.